Manufacturer narrative:
(B)(4). Medical devices: guide wire: fielder fc, stent: 3.0 x 28 mm multi-link 8 . The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0 x 28 mm rx multi-link 8 is being filed under separate medwatch report.

Event description:
It was reported the procedure was performed to treat a de novo lesion with moderate tortuosity, mild calcification, 99% stenosis and thrombus in the proximal to mid right coronary artery (rca). The patient presented with acute myocardial infarction (ami). A thrombectomy device was used to aspirate the thrombus. Pre-dilatation was performed and a 3.0 x 38 mm multi-link stent was deployed in the middle section of the lesion. A 3.0 x 28 mm multi-link stent delivery system (sds) was advanced to the proximal section of the lesion. When an attempt was made to deploy the stent overlapping with the distal stent implant, the stent got caught with the implanted stent. The 3.0 x 28 mm multi-link sds was withdrawn, but because the stent was caught within the first stent implant, the 3.0 x 38 mm multi-link stent implant (first) elongated and was explanted, and the 3.0 x 28 mm multi-link stent dislodged. A snare device was used to retrieve the two stents. A 3.0 x 38 mm multi-link 8 and a 3.0 x 28 mm multi-link stents were used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported device damaged by another device, material deformation and reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.